Event description:
It was reported that a 59-year-old hispanic female patient who underwent breast augmentation revision surgery with a 475cc mentor smooth round moderate profile saline breast implant experienced left sided capsular contracture baker grade unknown and deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 26, 2022, mentor became aware multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 08, 2023 indicated that the patient right side was replaced with cat#: 3501680. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 31, 2023 indicated that the patient also experienced deflation of the implant. As a result, patient scheduled for removal on (B)(6) 2023. Manufacturer¿s reference number: (B)(4) the initial report mistakenly reported the left side was effected. Patients right implant was effected.

Manufacturer narrative:
Additional information received on february 20, 2023 indicated that the patient underwent bilateral replacements as follow: left catalog number 3501680, serial number (B)(6), right catalog 3501680, serial number (B)(6). Manufacturer¿s reference number: (B)(4).